Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The 3.50x38 xience alpine referenced is being filed under a separate medwatch MFR number. The device was returned for analysis. The loose and damaged stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, two xience alpines (sizes 2.5x38mm and 3.5x38mm) were unpackaged and removed from the dispenser coils. Care was not taken during removal of either stent delivery system (sds) from its dispenser coil to maintain an angle that would protect the sds from stress. Each stent was noted to be loose on the balloon after removal from its dispenser coil. The 2.5x38mm stent was also elongated in the middle, as if the stent had been grabbed and held during removal of the stylet. Neither of the devices was used and there was no patient involvement. There was no clinically significant delay and the procedure was completed with a new unspecified xience alpine. No additional information was provided.